Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause for the catheter moving out of the intrathecal space was unknown. The cause for the difficulty aspirating was that the catheter was no longer in the intrathecal space.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing lioresal (2,000 mcg/ml at unknown dosage per day) for unknown use. It was reported that upon imaging, the provider noted the catheter moved out of intrathecal space. The healthcare provider attempted to get cerebrospinal fluid (csf) through the catheter access port (cap) chamber and was unable to. Due to this the provider decided to do a total catheter revision which resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 8731, serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 02-feb-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.